Event description:
During the investigation of monitor (B)(4) for an unrelated complaint, a reportable product problem was discovered. The electrode belt connector was damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The electrode belt connector was broken and the connector locking nut was missing. The root cause for the broken connector and missing locking nut was not positively identified, but was likely a result of excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.